Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 90% stenosed lesion was located in the calcified and non-tortuous left anterior descending (lad) coronary artery. The catheter was being used in a kissing balloon technique. A 20mm x 2.5mm maverick2 monorail was used in the circumflex (cx) lesion and the 20mm x 3.0mm maverick2 monorail balloon was being used in the lad lesion. The 20mm x 3.0mm maverick2 monorail balloon ruptured at 10 atms on the third inflation. The first inflation was performed to 10 atms and the second inflation was performed to 14 atms. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as "good".